Manufacturer narrative:
E1: facility name "(B)(6) medical center". H3/h6: one pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The report of the force sensor test error was found in the event history log. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue was the force sensor was detached. The force sensor was replaced.

Event description:
It was reported that there was a force sensor failure. Per reporter, the event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.